Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual examination of the pump, the keypad cover was observed to be torn at the up arrow button, exposing the key contact. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; the ok keypad button responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the display screen text appeared dim, faded, and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the up arrow and down arrow keypad buttons were delayed in response. The keypad cover was allegedly torn at the up arrow and down arrow buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.